Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this electrode had previously experienced oversensing leading to inappropriate shocks. In clinic testing was performed in which some myopotential noise was observed while the patient pressed their palms together. The field representative ran auto setup again and chose the alternate vector. The signal amplitude was large in primary and secondary vectors. It was thought that the suture sleeve was intermittently sliding over the sensing portion of the electrode. Technical services (ts) discussed troubleshooting options and suggested x rays to view the electrode. At this time, the electrode remains in service. No adverse patient effects were reported.